Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) states: "after one to four seconds cutter failed to cut efficiently. Surgeon stated aspiration of vitreous was obvious as traction occurred. Could not specify visually if cutter was actuating or not. Cutter sound was present. Cutter was making a distinct rattling noise and vibrating excessively at 2500cpm. Cutter extension hand grip was used for this cutter. Surgeon at this time ceased procedure and was not satisfied with outcome. Procedure incomplete and less than satisfactory. No patient injury at the time but less than favorable outcome for patient as surgeon could not complete the procedure effectively. Outcome yet to be determined." Additional information has been requested but not received.